Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a revision was performed on a patient¿s hip. The head was exchange and on x ray, the poly insert looked to be out of the cup.